Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (type of investigation, investigation findings and investigation conclusions).

Event description:
It was reported that after the catheter was inserted, there was no output in the optical sensor pressure and iab optical sensor malfunction alarm sounded. The device module was checked but no problems were found. A broken optical sensor on the catheter side was suspected so it was replaced with a 40cc one of the same size. There was no harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Key causes for the iab sensor failure is malfunction or signal loss from the fiber optic pressure sensor in an intra-aortic balloon catheter, critical for accurate pressure waveform and pump timing. Causes of a sensor failure a sensor failure can result from the following 1. Optical sensor kink. 2. Break in sensor. 3. Connector issue.